Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was also received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert triggered. It was noted beginning (B)(6) 2016, ventricular sics were up to 1201, along with non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. The rv lead integrity warning occurred on (B)(6) 2016 for sics greater than 30 in 3 days and 2 or more high rate nst episodes.

Event description:
It was reported that the patient presented to the clinic following a lead integrity alert (lia), where it was noted there was oversensing of noise on the right ventricular (rv) lead electrograms (egm), along with a confirmed fracture. The rv lead was inactivated and later explanted. It was added by the physician that the "issue might have been located approximately ten centimeters from the proximal pin, as there was an obstruction at this point of the lead." No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.